Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen is not accurate when pressing the right bottom section. There was no impact to the customer, and the device is expected to be returned for repair.